Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead had been turned off since implant and was subsequently capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).